Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific¿s technical services (ts). The patient had been presented back to the electrophysiology (ep) laboratory. Electrogram printouts were received and reviewed by ts. The right atrial (ra) channel was exhibiting noise and oversensing. The fcr contacted ts again to report that the physician was planning to explant the device. Ts commented that the noise has a similar appearance to the mv signal. Ts recommended turning mv off to see if the noise resolved. The fcr was planning to discuss this further with the physician. Boston scientific received information from the fcr that the lead was explanted and replaced. The fcr mentioned that this patient did not have a history of electrogram noise. The device's mv feature was programmed off. The device was not explanted and remains in-service.